Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the rotor motion controller was replaced, and the system was able to successfully pass motion homing. It was also discovered that intermittent power was coming from the power enclosure. The imaging system then passed the system checkout and was found to be fully functional. The replaced part has returned to the manufacturer and is currently under analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was a collimator error displayed on the system. No patient was present when this issue was observed.

Manufacturer narrative:
The rotor control box was returned to the manufacturer for analysis. Analysis confirmed the reported issue, and found motion calibration was unsuccessful due to an "error initializing collimator" error. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.